Manufacturer narrative:
The power management graph was in specification. No unexpected pump error 25 alarms or low battery alarms noted during testing or in the format history file. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unexpected pump error 63 alarmed during self-test due to poor solder joints at ambient light sensor on keypad assembly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked up and down arrow buttons on keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive power error alarm and was not resolved with battery change. Customer's blood glucose was unknown. Insulin pump would be replaced.